Event description:
It was reported, the catheter was punctured with the tip of the guidewire. No pt injury reported.

Manufacturer narrative:
The catheter has been evaluated and a punctured hole was found at 5.0cm from the distal tip. Catheter lumen. (B)(4).